Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # y7020u. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In addition, one(1) malformed clip and one(1) conforming clip were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight(8) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. The jaws were examined for visual inspection and no anomalies were noted. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, fired 3 clips outside of the patient that formed properly. First firing in the patient was correct, the second was tear drop shaped and the third was loose. No adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2024. Additional information was requested and the following was obtained: I have no additional information.